Event description:
During a procedure with the navistar catheter, the pt's blood pressure went down. Echocardiogram revealed a cardiac tamponade caused by perforation. The cause of the perforation is unk. The pt was hospitalized for follow-up. No medical intervention was performed immediately following the event. The pt's condition is stable.